Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The cause of the reported condition of peritonitis is use error-poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of did not wear a mask and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. The patient was treated with an unspecified remedial therapy (dose, frequency and route not reported). The cause of the peritonitis was the patient did not wear a mask. It was not reported if the patient was retrained in aseptic procedure. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). This complaint for a report of user error-breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient; didn't wear a mask during therapy. However, the assignable cause code could not be determined, since we are unsure why the patient decided not to wear their mask which was the cause of the breach in aseptic technique.